Manufacturer narrative:
One trocar along with a chandelier was received. The returned sample was inspected per facility procedure and was found to be visually nonconforming with damage (tubing closed, presence of surgical material on hub). The dimensional test for cannula inner diameter could not be performed due to damage to the returned sample. The dimple to wall dimensional test was nonconforming as well. For this complaint file, the final customer lot was identified and it's device history record review indicated the product was released based on the product¿s acceptance criteria. The exact root cause is unknown. Difficulty with inserting or removing devices in the trocar is often attributable to the device that is inserted or surgical material that may be present that may contribute to an interference fit. The observed damage to the trocar appears to have come from other devices used to disconnect to two devices. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the inner metal pipe of the 25 gauge cannula came apart and was separated from the trocar. The product was replaced and the procedure was completed without harm to the patient. Additional information and a product sample have been requested.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).